Manufacturer narrative:
Investigation pending.

Event description:
The customer reported receiving false positive bzo and coc results using the alere iscreen 6 panel test. Laboratory testing produced negative results. Although requested, no additional information was provided.

Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention and return products. Retention and return devices were tested with in-house drug free donor urine and all devices showed expected negative results at read time for all analytes including coc and bzo. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Additional information: unique identifier (UDI) number added to additional device information.